Manufacturer narrative:
Based on the information available, no definitive conclusions can be made in regards to the reported event. Attempts for additional information have been unsuccessful to date. A follow up report will be submitted if new information is received.

Event description:
It was reported a patient prescribed the exogen system following foot surgery in (B)(6) 2020, contracted an infection. Subsequently, the patient was reported to have elevated blood pressure and passed away the same day. The cause of patients' death is unknown. Additionally it is unknown what type of bacteria caused the reported infection.